Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had physical damage. Customer stated that the insulin pump had a blank screen and it was impossible to restart. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. There was no blank display during testing. There was no damage found on the c13 lcd isolation tape noted. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.